Event description:
It was reported that a catheter replacement was done, possibly around (B)(6) 2012. It was unknown why, but it was assumed that it was due to ¿some malfunction.¿ additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).